Event description:
It was reported that the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): the customer indicated that, due to the repair costs, the device will be taken out of service and will not be returned to physio-control for repair, nor evaluation. The cause of the reported failure could not be determined.